Event description:
Report received from the USA stating that the device would not go past 16,000 revolutions per minute while the device was being set up for its first case. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not go past 16,000 revolutions per minute (rpm)" was not confirmed. Reliability engineering found that the device was able to rotate at the standard 80,000rpm, meeting manufacturer specifications. If additional information is received, a supplemental report will be sent. Ref: (B)(4).